Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the device looked distal to the ostium and was hard to visualize by transesophageal echocardiogram (tee). The physician decided to recapture and redeploy the closure device more proximally from first deployment. On the second deployment the closure device looked out of plane from the rest of the appendage. The patient's blood pressure was dropping, and a pericardial effusion was noted. The physician performed a pericardiocentesis and drained 450ml of blood from the patient. The effusion would only temporarily resolve so the physician sent the patient to surgery. Prior to surgery an additional 950ml of blood was removed from the patient and then reintroduced back. The patient then underwent open heart surgery. During surgery a perforation was seen at the base of the laa. The laa was excised and sewn shut and the effusion was repaired. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event. It was further reported that the patient has since been discharged from the hospital fully recovered from this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the device looked distal to the ostium and was hard to visualize by transesophageal echocardiogram (tee). The physician decided to recapture and redeploy the closure device more proximally from first deployment. On the second deployment the closure device looked out of plane from the rest of the appendage. The patient's blood pressure was dropping, and a pericardial effusion was noted. The physician performed a pericardiocentesis and drained 450ml of blood from the patient. The effusion would only temporarily resolve so the physician sent the patient to surgery. Prior to surgery an additional 950ml of blood was removed from the patient and then reintroduced back. The patient then underwent open heart surgery. During surgery a perforation was seen at the base of the laa. The laa was excised and sewn shut and the effusion was repaired. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.